Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury ad wound infection." Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "complaints of dysphagia and gerd." An egd test noted the patient had a hiatal hernia (h-pylori). The device was removed.

Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as strain relief. Brown particles and scratches were observed on the port housing. Needle marks were observed on the port septum. Yellow particles were noted on the inner surface of the strain relief and port tubing. White particles were observe on the inner surface of the band shell and the outer surface of the band ring. An air leak test was performed and noted leakage from the separation near the band buckle. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, both ends of the separated band near the band buckle, located approximately 1.5 inches from the buckle strap, were noted to have striated edges, consistent with damage from a surgical tool. A small portion of material was missing from the band shell. Material degradation was noted on approximately 20% of the outer surface of the band shell and ring. An unidentified opening, located approximately 1.8 inches from the port, was noted on the strain relief. The end of the band tubing and port tubing were noted to have striated edges, consistent with damage from the surgical end cut to remove the device.